Event description:
It was reported that insulin was squirting out of the tubing during prime. No liquid seen in the tubing connector and no gap between the piston and reservoir stopper during prime. Customer tested with the nurse and insulin continues to come out when motor stops. Blood glucose value was 170 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.